Manufacturer narrative:
(B)(4).

Event description:
It was reported that hv lead impedance was high, out of range, for a long time. During device replacement procedure, low, out of range, hv lead impedance were observed. Lead was capped and replaced on (B)(6) 2016. Patient was stable.